Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the reaction, day post op? It was noted a range of treatments were administered, was each of the methods prescription strength for each patient? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: gender, age or date of birth; bmi does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) do you have the product code and /or lot number of prineo used? Current patient status. No product will be returned. Note: events reported on mw# 2210968-2021-05499, mw# 2210968-2021-05500, mw# 2210968-2021-05501, mw# 2210968-2021-05502, mw# 2210968-2021-05503, mw# 2210968-2021-05504, mw# 2210968-2021-05505.

Event description:
It was reported a patient underwent a right total hip arthroplasty on (B)(6) 2021 and topical skin adhesive was used. Post operatively, the patient had an adverse skin reaction to adhesive product after undergoing major joint replacement surgery. Patient required some type of medical intervention, ranging from topical steroids, oral steroids and antihistamines. No product will be returned. Adhesive was used on this patient in a previous surgery. Additional information has been requested.